Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Activated sensor with a known good reader and performed accuracy test. Low glucose results was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer was missing the glucose alarm while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was unable to treat themselves. Hcp contact was made, and the customer and a chest x-ray was performed and was provided glucose for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a customer was missing the glucose alarm while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was unable to treat themselves. Hcp contact was made, and the customer and a chest x-ray was performed and was provided glucose for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.